Event description:
A pump declared an altitude alarm, and the customer's blood glucose level was reported to be 126 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Although the customer had experienced this issue with the same pump in the past month, they had been following precautions to prevent the alarm. Technical support decided to replace the pump, informed the customer about the replacement, and provided instructions to return the problematic pump using a pre-paid label and return box. They also instructed the customer to deplete the battery before transport.